Event description:
It was reported that during post-implant follow-up, intermittent capture was observed. The patient presented with complaints of lightheadedness. Programming changes were made, and lead revision is planned.

Manufacturer narrative:
(B)(4).